Event description:
This complaint involves two different events. The first event is that a cypher stent (cxs 13350 ) dislodged inside of the patient's body. The second event is that a cypher stent (3.0 x 23mm ) had a broken shaft. This product was not clinically used in the patient's body. Patient was admitted to the hospital in 2005 with a chief complaint of unstable angina. The patient was administered aspirin, beta blockers, ace inhibitors and plavix with in 24 hours of the procedure. The patient was taken electively to the cardiac cath lab. During the procedure unfractionated heparin and planned gp lib/lla inhibitors were administered. The target lesion was a restenotic, native mid-right coronary artery with a reference vessel diameter of 3.5mm and a length of 30mm. Residual stenosis was reported to be 70%.